Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray confirmed that the lead was broken. The physician explanted the ipg and lead and the patient was reportedly doing fine.

Manufacturer narrative:
The returned product analysis of the lead confirmed the lead to have multiple broken wires. The root cause of the broken wires could not be determined as the lead was extensively damaged during the explant procedure. The ipg was analyzed and passed all tests. Ipg exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray confirmed that the lead was broken. The physician explanted the ipg and lead and the patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#:(B)(4), model description: ipg kit (without pull-through tunneler).